Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 2 of 3. Consumer reported upon removal of a tampon, the pledget fell apart into pieces. She manually removed pieces from her vaginal cavity. She was unsure if she removed them all so she was scheduling an appointment with her doctor to confirm no pieces remained inside of her. She did not report any adverse health effects. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome; however, no further information has been received. If additional details are obtained, a follow-up report will be submitted.